Event description:
Additional information was received from the patient. The patient mentioned medical history. This included that each time they turned the therapy off for MRI mode, when they turned it back on, it took a while to get calibrated to help their symptoms; this happened with the previous device as well the patient mentioned that they needed an MRI with the device, and they were unable to have it due to the device being eos, and it caused a mess for the patient. The caller also noted that they were told that the previous device should last 8-10 years, and it didn't. Reviewed settings' impact on longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) on 2026 april 09. The hcp reported that the patient had a removal and replacement of the interstim device in (B)(6) 2025. The hcp reported that they had not seen the patient since their post op of this surgery which was in (B)(6) 2025. They had been unable to reach the patient as of (B)(6) 2025.

Manufacturer narrative:
Corrections made in section h6 (additional codes for previous allegations of the implant being defective and premature battery deple tion). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient(pt) is needing MRI. The hcp reported they attempted to connect to ins 3 times today but a message displayed saying "it failed or something"/"not connecting, retry". The hcp was not with the patient at time of call for troubleshooting. Hcp also noted the patient said their ins battery is very low. Additional information was received from the patient. It was reported that the cause of the device not connecting to the ins was unknown. Device revision was scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2024. The hcp reported that the issue had not yet been resolved as the device revision surgery was postponed at this time due to a health concern with the patient.

Event description:
On 2026-mar-20 additional information was received from the patient. The patient initially called in to report issues with their new device. The patient added additional information about their previous device. This included that patient said broke their femur in june of year unknown, patient didn't recall. They said it was with their first implant. The patient repeated information about their troubles getting an MRI for this issue. The patient said that they contacted their managing physician for implant and said that the physician forgot to inform the patient that the internal battery was depleted. The patient said that they wanted to know why they weren't informed. The patient was redirected to their healthcare provider to further address the issue. The patient said that they discovered that something was up as patient didn't receive any bills from anyone regarding the replacement surgery. The patient mentioned that the first implant must have been defective (likely referring to the patient's dissatisfaction with battery life).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.